Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multi motor errors and delivery stopped. The customer blood glucose level was unknown at the time of incident. Customer reported the drive support cap appears normal. Troubleshooting was performed for motor error. The product will be returned for analysis.

Manufacturer narrative:
The device passed rewind test, basic occlusion, prime or compromised force sensor system and displacement test. However, the device received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.